Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt went to recharge on saturday and the device gave them a 'shock'. Pt explained they felt a strong current in the back even on lower stim setting. Pt was finally able to get the program to change but pt could not adjust the intensity and now the controller would not even recognize the implant. Pt got no device found. Pt was afraid to turn it on because it won't turn down when pt charges it. Pt confirmed they can turn stim off using the remote and it showed stim off but pt was still feeling a strong current. Pt had no falls/no trauma. On the call pt used the device and was able to connect and start the charging session. The implant was at zero, controller was at 100%. It was recharging. Redirected pt to hcp to check the device.